Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen ¿2000¿ at 681.4 mcg/ day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included multiple sclerosis. It was reported that per the physician the pump moves around, 2 pockets became one. Per the company representative, the patient had a history of the pump flipping and this had been an ongoing event over the years [see manufacturers report #3004209178-2016-20180]. The patient was manually able to flip the pump and did so when the company representative met the patient to read it. When the patient sits up it goes to a 90 degree angle. There were no known environmental, external or patient factors that may have led or contributed to the issue. The physician revised the pocket and filled the pump today, (B)(6) 2018. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.